Event description:
Further follow-up indicates the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient will undergo surgical intervention due to charging difficulties. Reportedly, the ipg maintains less than 24 hours of therapy between recharges.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.